Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system was not aspirating properly during a procedure. The phacoemulsification handpiece was exchanged; however, the system was switched out to complete the procedure.

Manufacturer narrative:
The customer reported that the system was not aspirating properly. The phacoemulsification handpiece was exchanged and then the system was switched out to complete the procedure. The company service representative examined the system and was not able to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on june 16, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).